Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Please note this report concerns an egyptian customer who indicated the medical event occurred while in the u.s. A report will be sent to the FDA. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device compared to the built-in meter. The customer indicated they experienced a loss of consciousness and was seen by a healthcare professional, however, no treatment was reported. No additional information was provided. There was no report of death or permanent injury associated with this event.